Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. A definitive root cause was not identified. Based on the results of the investigation, the probable cause of the malfunction would likely be the foreign material not having been removed due to the imperfection in proper reprocessing caused by the sheared distal end. The event can be detected and prevented by following the instructions for use: IFU: tjf-q190v operation manual chapter 3 preparation and inspection states how to detect the event. IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the distal end of the duodenovideoscope had residual liquid. There were no reports of patient involvement.